Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient got power on reset (por) message and stated they would either see the por message or poor communication screen when trying to connect to their ins about 3 days ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.